Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 238 mg/dl. Troubleshooting was performed. The device was returned for analysis.